Manufacturer narrative:
(B)(4). Batch # n92d9j. Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that the clamp could not close as usual. Changed new device to complete the procedure. There was no report on patient injury.